Manufacturer narrative:
(B)(6):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used on an anterior vault suspension procedure on (B)(6) 2015.according to the complainant, during the procedure, the capio needle carrier would not retract. Another capio slim was used to finish the procedure.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned capio slim revealed that the device has the carrier with axial deviation. The carrier does not extend completely to the cage due to this condition. Then it was actuated (deployed) three times with the suture and the needle does not enter in the slot. It is possible that the failure found could affect the device integrity and consequently its performance during the procedure. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a capio slim was used on an anterior vault suspension procedure on (B)(6) 2015. According to the complainant, during the procedure, the capio needle carrier would not retract. Another capio slim was used to finish the procedure. There were no patient complications reported as a result of this event.